Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture. Left side. Device has been explanted and replaced.

Manufacturer narrative:
"Device evaluation: visual analysis of the photographs identified a broken device, inside a thermoform, is not labeled. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported rupture. Affected side unknown. Device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Affected side unknown. Device has been replaced.